Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was clicking while walking no pain. Squeaking this year, revision processed.

Manufacturer narrative:
Lot, sterile lot manufacturing date, and expiration date updated. An event regarding ceramic fracture involving a trident ceramic liner was reported. The event was confirmed. Device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated july 4 2014. The alumina insert (cat. No. 36-46-0) was missing from the titanium sleeve. The titanium sleeve (cat. No. 625-0t-36g) was still contained inside the trident cluster with significant material damage. The spherical geometry and size of this damage is an indication that it was caused by repeated contact with the alumina head. The titanium sleeve and the alumina head had significant amounts of material damage caused by the direct contact between the two parts. As designed, a ceramic insert is positioned in between the sleeve and the head. The exact cause of why the insert was missing can not be determined. However, it is likely the insert fractured causing contact between the fractured pieces and the head which could explain the reported clicking sound. The squeaking may have been caused by the subsequent repeated contact between the head and the sleeve. A material analysis has been performed. The report concluded: the alumina insert was missing due to likely fracture. Nothing could be learned of the cause for the insert to be missing. Subsequent damages were consistent with ceramic on metal contact. No material or manufacturing defects were observed on the device features evaluated. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as additional pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was clicking while walking no pain. Squeaking this year, revision processed.